Event description:
A (B)(6) female pt underwent tavi on (B)(6) 2014. It was approached from transfemoral. First, bav was performed under rapid pacing, but balloon migrated towards to the aorta. After stopped rapid pacing, it took some minutes to recover the hemodynamic status. Since hemodynamic status recovered, 2nd attempt of bav was performed, but balloon migrated towards the aorta again. The wire guide would not fit comfortably in the left ventricle, so the physician reformed as smaller curve on the tip of the wire guide, and balloon catheter were pushing into the left ventricle while inflating the balloon, but the same problem occurred. The physician gave up tavi and at 5th attempted a bav, still the balloon migrated towards to the aorta. The procedure was finished off. The pt was transferred to the ICU. Two hours later, the pt's blood pressure fell down, and pulseless electrical activity due to cardiac tamponade occurred, so the physician performed open surgery to investigate the causes. The epicardium hematoma and 2-3 spots of posterior wall of papillary muscle ruptures were confirmed. The relation between this occurrence and the wire guide or the other catheter was unk. Continuous bleed due to failure of coagulant function was observed, and the pt died on (B)(6) 2014.

Manufacturer narrative:
(B)(4). The event is currently under investigation.